Manufacturer narrative:
After further review, an initial emdr for this complaint was incorrectly submitted. A getinge field service technician (fst)inspected the device but was unable to duplicate the ¿gas loss in iab circuit¿ alarms as well as ¿iab catheter restriction¿ alarms issues. This is a non-reportable event, making it non-reportable to the FDA.  As a result, no follow up emdr is necessary. Please cancel in your database.

Event description:
After further review, an initial emdr for this complaint was incorrectly submitted. A getinge field service technician (fst)inspected the device but was unable to duplicate the ¿gas loss in iab circuit¿ alarms as well as ¿iab catheter restriction¿ alarms issues. This is a non-reportable event, making it non-reportable to the FDA.  As a result, no follow up emdr is necessary. Please cancel in your database.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit had gas loss in balloon pump circuit. No patient harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.